Event description:
Had essure coils placed there after many ailments and pain with heavy bleeding, sporadic periods, emotional problems, bad severe back pain, other ailments. After several appts later a coil was found in uterus and recently had to undergo a total hysterectomy to remove it.